Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received low sensor readings of 55 mg/dl compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer reported feeling scared and self-treated with food at a pizzetrta with bechamella at a bar. The customer took a glucose reading of 200 mg/dl on an unspecified meter and injected some units of more insulin (type/dose unspecified). There was no report of death or permanent impairment associated with this event.